Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was 400 mg/dl. Customer stated that the leak is on the top of the reservoir compartment. Customer stated that there is crack where you screw in the reservoir compartment. The customer was advised to return the reservoir for analysis but he said that he discarded it. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. Customer treated the high blood glucose with insulin.